Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged, resulting in noise and oversensing. The oversensing reportedly did not lead to pacing inhibition. The lead was explanted. No additional adverse patient effects were reported.